Event description:
Per 21cfr part 803, an MDR reportable event. Complaint received from clinician that alleges "patient recd. Third degree burns while receiving treatment". Questionnaire was received from clinician and/or patient. Questionnaire states progress towards recovery was not impeded, treatment with silvadene ointment initiated. Device not returned to manufacturer for evaluation. No indication event caused or contributed to permanent impairment or death.